Event description:
In 1999 the pt underwent a successful elective interventional procedure with integrilin and a 3.0 x 13mm duet stent was placed in the left anterior descending artery. On 2/15/99, the pt presented with unstable angina and the cath results revealed a totally occluded acs duet stent, previously placed in the left anterior descending. During the successful repeat ptci procedure the pt received reopro, without, the lesion was dilated from 100% - 0%. The pt ultimately was discharged 1/17/99 in stable condition.